Event description:
It was reported that the user was off the ilet pump due to a lost charger and experienced difficulty managing blood glucose, with elevated readings while awaiting a replacement; no alarms or device malfunctions were reported, and no device component was implicated. Symptoms included insufficient information to characterize specific clinical effects. Outcomes included insufficient information to characterize event impact. Investigation included several attempts at contacting the user for additional information and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy once ilet stops dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.